Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.additional information will be provided once the investigation has been completed.

Event description:
It was reported there was a crack in the shaft of the j hook and probe failed insulation scan.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: cracked insulation observed. Dented and scratched insulation observed as well. Functional inspection: the insulation was tested with an insulscan device. The insulation failed the insulscan test. The probable root causes for the reported failure involving this device could be due to: shipping damage; improper sterilization methods; rapid cooling after sterilization; contact with metal tray during sterilization; or banging/dropping of the device against a hard surface. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported there was a crack in the shaft of the j hook and probe failed insulation scan.